Event description:
It was reported that during a bowel anastomosis procedure, this stapler failed to complete the staple line. Therefore, the surgeon had to apply sutures to finish the case. The involved device was discarded and will not be sent for analysis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).